Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 489 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer stated that she changed out her set and it was fine after blood glucose down to 78 mg/dl. Customer stated that after declined troubleshooting knew it was the infusion set doing great blood glucose was 178 mg/dl. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, ozp-mmt-7020-snsr.